Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was powered up with a known good ac adapter and the ventilator would not boot up. The ventilator would power on but immediately reset. Bench testing revealed connector jp1 of the main flex circuit assembly was physically damaged. Carefusion installed a good known main flex circuit assembly and the reported issue was resolved. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was stuck into a constant reset cycle and would not turn off. It is unknown at this time whether or not there was any patient involvement associated with this complaint.